Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Regulatory agency reported on behalf of the patient: "being tested for alcl. I have had them drain twice, I am fatigued and depressed and on numerous medications since last year, morphine, pregablin, co codomol, citralapram sleeping tablets, diazapam due to my symptoms, now awaiting capsulectomy of both breasts and biopsies being done before determine treatment." In addition, patient reported "fatigue, seromas" and "agonising pain." Patient subsequently stated that alcl was diagnosed. The device remains implanted. This record relates to the left side device.

Manufacturer narrative:
The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is lymphoma.

Event description:
Regulatory agency reported on behalf of the patient: "being tested for alcl. I have had them drain twice, I am fatigued and depressed and on numerous medications since last year, morphine, pregablin, co codomol, citralapram sleeping tablets, diazepam due to my symptoms, now awaiting capsulectomy of both breasts and biopsies being done before determine treatment." In addition, patient reported "fatigue, seromas" and "agonising pain." Patient subsequently stated that alcl was diagnosed. The device remains implanted. This record relates to the left side device.